Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined,

Event description:
It was reported that stent-assisted coiling was performed in (B)(6) 2019 for a ruptured a-com aneurysm. Three months after the procedure, coiling of residual aneurysm was attempted and the sofia was advanced through the pre-existing stent. A follow-up angiogram demonstrated a vessel dissection in the arterial wall behind the pre-existing stent after the sofia was put into position within it. Another stent was implanted within the pre-existing stent and subsequent angiography demonstrated successful treatment of the dissection. There was no reported clinical sequela.